Event description:
A report was received that the pt was explanted due to her body rejecting the devices. The pt's symptoms included pain and swelling in her legs. During the procedure some contacts came out of the paddle lead. The physician was able to recover 12 of the 16. A fluoroscopy was taken and it was determined that the remaining 4 contacts are not in the pt. After the procedure the pt's symptoms decreased and the pt was reportedly recovering.